Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.

Event description:
It was reported per field service report: pump was not on patient. Symptom - hospital wanted system checked out. Biomed replaced battery. Unit stopped pumping when plugged into transport power. Findings/actions taken: checked charging circuit and load draw. Passed functional testing and returned to service. Installed display head modification and replaced broken rotation latch.